Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude event report voluntarily submitted by a family member of the patient and received from FDA indicates that the patient received a total hip replacement in (B)(6) 2010, and was revised for infection within (B)(6). Report states that patient was revised again a few days later for ongoing infection. Patient experienced pain, difficulty walking, clicking, and uneven hip height, and locking up of the hip. Hairline fractures were found on xray that had not showed up on previous xrays. Patient experienced ongoing infection problems, including infection oozing from the corner of his eye. In approximately (B)(6) 2011, patient fell and hit his head, went in and out of consciousness, and died.